Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a radial and longitudinal tear on the inflation balloon. Functional testing could not be performed due to the nature of the complaint and the condition of the returned device. Dimensional analysis of the single wall thickness of the inflation balloon near the observed burst was performed. The balloon wall thickness was within specification. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint was confirmed; however, no manufacturing nonconformances were found int eh returned device. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus the burst occurred during balloon inflation to deploy the sapien 3 valve, placing the balloon in the annulus during the burst. Per complaint description ¿at nominal pressure, the balloon instantly burst longitudinally without any impact/effect to the patient¿. The presence of calcification can create a challenging anatomy for balloon inflation. Calcification in the annulus and leaflets were described as severe. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition to the procedure itself, patient factors (valvular calcification) likely contributed to the balloon burst during the deployment of the sapien 3 valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: b7: relevant history; h10: narrative text. Additional information indicated the sapien 3 valve was deployed in the native mitral position, not in the aortic position as previously reported.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), a 26mm sapien 3 valve was deployed in the aortic position via the transfemoral approach. Balloon aortic valvuloplasty (bav) was not performed. The commander delivery system was advanced to cross the annulus and then the delivery balloon was inflated to nominal pressure. When the balloon was fully inflated, the balloon burst longitudinally without any impact or effect to the patient. The delivery system was removed, and a second delivery system was prepped. The second delivery system was used to post dilate the valve to complete the valve deployment. No impact to the patient was reported. Information regarding the native annular diameter was not provided. Severe calcification in the annulus/leaflets was reported.